Manufacturer narrative:
A communication error inside the acquisition work station (aws) was identified as a root cause of the reported system freeze. Siemens issued a customer safety advisory notice via an update instruction with internal # xp018/19/s. The customer notice provides steps to the operator on how to easily release patient and proceed with the exam. This corrective action was reported to FDA under c&r # 2240869-07/25/2019-0057. A corrective action to eliminate the root cause of the system freeze will be released via an update instruction xp021/19/s. The software solution will be provided to all affected users in august 2019.

Manufacturer narrative:
Investigation is still on-going. A supplemental report will be submitted if additional information becomes available. Internal ID (B)(4).

Event description:
Siemens service organization reported system freeze of the mammomat revelation unit. The incident occurred during biopsy examination when the user was clicking the inspect button. By pressing ctrl+alt+s and clicking on the "savelog" window, the user was able to continue with the examination. There are no injuries attributed to this event.